Event description:
Dose or amount: use with remodulin mdv, dose 10mg/ml; 1-150 ng per kg per min. Patient reported that the ms-3 "plastic" piece that the cartridge CPAP screws onto is broken, and the cartridge cannot be screwed on securely. Date of device failure is unknown. Patient did not experience an adverse event. The device is available for return. Patient had a back-up product to use and was able to continue therapy. Reported to (B)(6) by pt/caregiver.